Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted the returned device indicated a damaged grommet and a loose/detached set screw.

Event description:
It was reported that the low-voltage pacing lead had unintentionally moved after implant and was not working properly. As a result, a revision procedure to relocate the lead took place. It was noted during the procedure and after the lead was re-implanted, the device was attempted to be re-connected to the lead, however, the physician tried to connect the lead to the device but the screw of the device did not fix properly with the lead. The physician tried several times to screw the lead to the device, with the same results, and then decided to replace the device. The pacing lead remains in use and the device was not re-implanted and replaced. No patient complications have been reported as a result of this event.